Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe plastipak 1ml insulin s/su was missing scale markings, and label information. This was discovered before use. The following information was provided by the initial reporter: identified 1ml syringe came without graduation. It was sealed in original packaging. It was not possible to confirm the batch since this information was also not printed, we believe it to be a very punctual case, but we believe it is valid to send notification as information for the knowledge of what happened.

Event description:
It was reported that syringe plastipak 1ml insulin s/su was missing scale markings and label information. This was discovered before use. The following information was provided by the initial reporter: identified 1ml syringe came without graduation. It was sealed in original packaging. It was not possible to confirm the batch since this information was also not printed, we believe it to be a very punctual case, but we believe it is valid to send notification as information for the knowledge of what happened.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo provided. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.